Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling procedure performed on (B)(6) 2006. According to the complainant, after the procedure, the patient presented with "serious bodily injuries" including "stress urinary incontinence, vaginal pain and dyspareunia". Several attempts at follow up have been unsuccessful.